Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). After the physician evaluated the device through palpating and visualization, it was decided that a revision was necessary. A surgical procedure was performed in which fluid loss was noted due to a hole was found in the cylinder tip. There were no patient complications related to the event.